Manufacturer narrative:
Additional information requested has been un-returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Manufacturer narrative:
The device history record review is completed. No anomalies were noted. Additional information was requested however the reporter declined to provide any further details. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that halfway through the surgery, the xenon lamp within the stellaris unit could not be turned on. The anterior part of the eye was opened but the operation was suspended and had to be performed on another day.